Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility, on (B)(6) 2006, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion, the patient experienced infections, dyspareunia and urinary urgency. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4)..

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection and atrophic vulvovaginitis. (B)(4).